Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased charging burden. It was also stated that the patient was felt warm and discomfort at the pocket site while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing increased charging burden. It was also stated that the patient was felt warm and discomfort at the pocket site while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.